Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: there was a deficient aortic rim- about 4 mm. Other rims were adequate. Defect measured 25 mm on balloon sizing. Occlutech 27 mm device was implanted via pulmonary vein technique but not released. Although the device was able to attach to rims adequately- it was blocking the rupv and blocking blood flow- as well as causing bifurcated blood flow. Patient referred for surgical asd repair. During the procedure, the product was deployed and determined to be the wrong size for the patient and was subsequently removed. Current patient condition: other, patient will be undergoing surgery.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. The complaint evaluation was conducted including batch verification, historical data and trend analysis, and the analysis of the information provided. The complaint evaluation did not reveal a device related root cause. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.